Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use of sensation plus 50cc balloon catheter there was an alarm fiber optic sensor failure. Customer was able to disconnect the fiber optic sensor, zero the transducer that was in line with the arterial flush line connected the central lumen of the iab. This provided an adequate arterial pressure waveform and they were able to visual the systolic and diastolic pressures on the iabp monitor. No harm was reported.